Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the control bar was loose and the vespel and semi-circle bearings were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: canada multiple MDR reports were filed for this event, please see associated report: 0001526350-2024-00144

Event description:
It was reported that during surgery a deep wound (7cm long and 1cm deep) was created when pressing the dermatome on the left thigh. The harvest site required sutures and an additional skin graft was required to complete the surgery. There was an unspecified amount of surgical delay to repair the wound. Another dermatome was used to complete surgery. Due diligence is complete, there is no additional information provided.